Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 53 mg/dl. They treated with food. Their current blood glucose level was 252 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The device will not be returned for analysis.